Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere inserter fractured during the procedure. There was no injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A comprehensive glenoid impactor was returned for evaluation. Visual examination of the returned product identified the impactor cap was fractured and was not returned. There were strike marks on the device indicating the use of the device. The device has approximate 1 year of field service age and it is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.